Manufacturer narrative:
An investigation into the reported event has been initiated under (B)(4). Once the investigation has been completed, a follow up report will be submitted with the investigation results and any actions taken by the manufacturer. G2 country: australia.

Event description:
It was reported that during surgery, the device's ratchet was not feeding the plate through and wrench wouldn't come off. There was no patient injury, or delay. Due diligence is completed; no further information is available.